Manufacturer narrative:
Clarification to b.3: date of event, (B)(6) 2021.

Event description:
Healthcare professional reported, right side "rupture". Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is rupture.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted.